Event description:
It was reported that the patient was very thin and placement of generator was bothersome, and was also having difficulty charging. The patient underwent a pocket revision procedure, and was doing well postoperatively.